Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preventive maintenance performed as part of service and repair activities, an automated impella controller (aic) failed testing related to contrast measurement. The measured contrast value was 31.2%, which was below the specified requirement of greater than 45%. The optical front panel cable was replaced. Following replacement, the contrast measurement increased to 61.2% and met specification. Additionally, the cable cover was replaced due to a crack. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.